Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. It was noted during the procedure that breaks were seen near the distal end of each swift lock anchor. Effective therapy was established post-operatively.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2021-00159. It was reported the patient was unable to set their ipg to MRI mode due to high impedance found on one lead. It was noted that the patient had fallen frequent and had a sever fall. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead has the high impedances, so both are being reported.